Event description:
Dr. Mentioned in passing that he had one pt that the c-qur mesh rolled up on itself and the sutures pulled out. He did not further elaborate on the condition prior to or after the case. No further details provided of hippa.

Manufacturer narrative:
We are unable to perform a full investigation as no sample, product code or lot number was available. Review of complaints does not show any similar reports related to a device failure. If any further details are provided a follow up report will be submitted.